Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was sitting and felt an uncomfortable sensation that felt like needles and shock after shock. Patient said they didn't explain how to adjust their settings. Patient services reviewed how to decrease stim. Confirmed they were comfortable after decreasing stim. The troubleshooting steps that were taken on the call resolved the issue.